Event description:
There was an allegation of questionable results from coaguchek inrange meter serial number (B)(4) compared to a laboratory result using a chronometric stago neoptimal method. The laboratory result was 1.8 inr. The meter result was 2.30 inr. On (B)(6) 2022 the laboratory result was 3.52 inr. The meter result was 4.6 inr. A different coaguchek inrange meter showed a result of 4.6 inr. The meter serial number was not provided. The time between the measurements was less than 3 hours. The patient's therapeutic range is 2-3 inr.

Manufacturer narrative:
Occupation is patient/consumer. The product is not available to be returned. If the product is returned in the future, a follow-up report will be submitted. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Per product labeling, "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods."